Event description:
A report was received that the patient's ipg is moving within the pocket and it is uncomfortable. The physician sutured the ipg down in the pocket. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.